Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general),') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included clonazepam (klonopin), cyanocobalamin (b 12) and intrauterine contraceptive device (iud nos). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("pain,"), fungal infection ("infection (bladder/ urinary tract/vaginal) type: yeast"), migraine ("migraines/ headaches"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced endometriosis ("endometriosis"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage and endometriosis outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, endometriosis, fungal infection, genital haemorrhage, migraine and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 9-jul-2019: pfs received : event ¿injury nos¿ is replaced with genital haemorrhage. Case become incident. Reporter added, patient demographic added, essure removal date added, product indication updated. Events added- genital haemorrhage, yeast infection, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), lower abdominal pain, vaginal discharge, endometriosis. Events onset date, events severity, concomitant drug and lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal itching, post procedural bleeding, chronic cervicitis and cervical dysplasia. Previously administered products included for an unreported indication: iud nos. Concurrent conditions included dysfunctional uterine bleeding and nabothian cyst. Concomitant products included clonazepam (klonopin), cyanocobalamin (b 12), intrauterine contraceptive device (iud nos) and levonorgestrel (mirena). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("pain,"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast"), migraine ("migraines/ headaches"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia,chronic") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced endometriosis ("endometriosis") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (hyseroctomy(full),salpingectomy(bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage and menorrhagia had resolved and the vulvovaginal mycotic infection, dyspareunia and endometriosis outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, endometriosis, genital haemorrhage, menorrhagia, migraine, vaginal discharge and vulvovaginal mycotic infection to be related to essure. The reporter commented: discrepancy in essure insertion dates : (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: result: total bilateral occlusion. Pathology test - on (B)(6) 2015: uterus with bilateral salpingectomy, 158 grams. Chronic cervicitis with squamous metaplasia and nabothian cyst. Inactive/atrophic endometrium. Benign right and left fallopian tubes. The right fallopian tube is 6 cm in length, 0.7 cm in diameter. The external surface is pink tan and smooth. Cut surface reveals a lumen containing a metallic device resembling an essure contraceptive device. The left fallopian tube is 7 cm in length, 0.8 cm in diameter. The external surface is pink tan and smooth. Cut surface reveals a silver metallic device resembling an essure contraceptive device. Ultrasound pelvis - on (B)(6) 2014: the central portion of the iud is 4.7 cm from the fundal portion of the endometrial cavity. The left arm of the iud is seen in the posterior myometrium. The right arm of the iud is not visualized the endometrium is normal in thickness (0,3 cm} and echogenicity. Without evidence of a mass. Concerning the injuries in the case, the following ones were described in patient's medical records: dyspareunia, abnormal bleeding. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received : following events were added : menorrhagia (heavy menstrual bleeding. Event yeast infection updated to vaginal yeast infection. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.